Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarm 6's (vent not working) occurred during the load process. Then, the customer received multiple minimum fill notifications with multiple cartridges. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 175 mg/dl. It was confirmed that the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified for the cartridge alarm 6. In addition, based on the analysis, the alleged minimum fill notification issue could not be verified.